Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, error code e006 is triggered due to an increased impedance between both electrodes and probable causes include: 1. Increased number of deposits of tissue on the electrode. 2. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) 3. Increased contact resistances due to defective contacts at the working element or connecting cable. 4. The instrument is located in a gas bladder during activation. 5. The measuring method of the esg-400 might also have an impact on the conductivity. For this error message, a user error cannot be excluded. When error code e187 is displayed, the user shall check if an instrument, neutral electrode, or the patient is grounded unintentionally. For this error message, a user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After performing troubleshooting at the facility, the customer determined that there was no issue with the device. There was an issue with the wa22367a working element. The device is therefore not being returned. As such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during an unknown procedure, an e187 increased high frequency leakage current error code and an e006 insufficient conductivity error code were received on the device when a plasma loop was being used. The procedure was complete by using a button electrode with no further error codes being received. There is no harm or adverse impact to the patient.